Manufacturer narrative:
Reported event: an event regarding product mix involving a ceramic head was reported. The event was confirmed by review of the returned device. Method & results: product evaluation and results: the outer box of the device shows catalog number 6570-0-032, lot 89648802 on the label and also shows that the device was intended to be a 32mm head with a nk lnth of -4mm. The device packaged bears the marking 32mm +4. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been 8 other similar events for the lot referenced. Conclusions: the reported product mix was confirmed. Nc was raised to further address this event.

Event description:
Customer reported that implant labelled as biolox delta 32-4 but the implant inside was actually 32+4. Primary procedure.

Event description:
Customer reporteed that implant labelled as biolox delta 32-4 but the implant inside was actually 32+4. Primary procedure.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been three other events for the lot referenced. This is a product mix issue, so the device information located on the outer box label is being reported in section d and the information for the device that was actually inside the package is : cat# 6570-0-232; delta v-40 ceramic head 32/+4; lot# unknown. Product field action has been initiated. Investigation ongoing.